Manufacturer narrative:
Siemens requested the ups be returned for investigation but the customer stated that the ups is not available. The field service engineer was on site and the rp 500 was checked and there was no damage to the unit. The new ups was installed.

Event description:
The customer reported that their uninterruptible power supply (ups) to their rp 500 failed to work and smoke was visable. It was disconnected from the power and isolated. There were no visible flames. There was no report of harm to anyone and no damage to the instrument.